Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco/wedge/segmental lung resection procedure, for the second firing, instrument did not fire. The green button was pressed however, the handle was stiff and could not be squeezed. The reload was replaced and the firing was completed. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco/wedge/segmental lung resection procedure, for the second firing, instrument did not fire. The green button was pressed however, the handle was stiff and could not be squeezed. There was no patient injury.